Event description:
The patient reported that they experienced loss of consciousness and lost control of their bladder at home. Follow up information provided that the patient also had a cough and atrial tachycardia with heart rate control of 100-130 per minute. It was also reported that the device was checked; however, the physician was not able to pace the patient down. A cardioversion was scheduled, but was cancelled due to high atrial pacing. The patient medications were adjusted for rate control and the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.